Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? How far did the device cut/staple? Was the post-operative issue associated with bleeding or gastrointestinal contents leak? How was it determined that a reoperation was necessary? What was done in the reoperation? Was it the same site where the intraoperative issue was identified? What is the current patient status?

Event description:
It was reported that the golden reload of the sleeve kit locked. The stapler did not complete the required amount of closures. The locker did not show up on the stapler. It was necessary to replace the golden reload with another one. The staple line bled a lot, it was necessary to reinforce the entire staple line with surgical thread. Patient is admitted to the ICU for treatment of fistula. Patient was reoperated yesterday, (B)(6) 2020. Open staple line identified at the bottom portion of the stomach. Patient remains hospitalized in the ICU.